Manufacturer narrative:
(B)(4). A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 3 with an undetermined cause. The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. External, visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. Two simulated treatments were performed and completed without any alarms or problems occurring. The valve actuation test, system air leak test and patient sensor calibration check passed. The load cell value and verification was within tolerance. There were no internal, visual discrepancies found in the inspection of the received cycler unit. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
During review of this peritoneal dialysis (pd) patient's treatment history records, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2016. The patient reported pain and was draining slowly and performed a stat drain during cycle 2: (B)(6). The reported drain volume of 4783ml was 191% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.